Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The delta xtend instruments obtained from educational logistics for a design review meeting were discovered to be nonfunctional. Radel tip of the glenosphere orientation guide is cracked.

Manufacturer narrative:
Examination of the submitted complaint sample device found the tip (plastic portion) is cracked. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.